Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure. According to the complainant, during the procedure, the clip initially opened and closed; however, the user accidently locked the clip closed prior to grabbing tissue. As the clip could not be reopened, the device was removed from the patient, and then the procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure. This event has been deemed reportable based on the investigation results; clip failed to release.

Manufacturer narrative:
Investigation findings of clip failed to separate from the delivery catheter. A visual examination found that the device returned with the clip assembly mashed onto the bushing and the control wire separated from the clip assembly. Additionally, a kink was present in the control wire. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. The oversheath was not returned with the device. The condition of the returned incident device was not consistent with the complaint that the clip was prematurely locked closed. However, the evaluation found that the clip assembly was mashed onto the bushing which prevented it from being opened or released from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.